Manufacturer narrative:
This supplemental report is being submitted to correct initial report submitted on june 27, 2020. As a result of the investigation, omsc found that this complaint was not reportable event.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center in china was informed from the facility that in unspecified timing the subject device gave error e202 which indicated the subject device had broken down. There was no report of patient injury associated with this event.